Event description:
Allergan sales representative reported that patient sent a letter with a complaint, stating, "my band is leaking, I am not sure how or why it is leaking and neither does my doctor." The device is still currently implanted. Further follow-up with the office confirms the device is still implanted.

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."